Event description:
Technician alleged that the bed goes into CPR with movement on the bed.

Manufacturer narrative:
Technician found one of the CPR latch teeth is worn out which is not making contact to the CPR lever. Technician replaced the CPR latch and the CPR cable assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.